Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer had high blood glucose for a month. Customer's blood glucose was 449 mg/dl, which was treated with manual injection. Customer reported that high blood glucose began a month prior to call. Customer did not go to the hospital but did contact healthcare professional. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. Customer reported that drive support cap appeared normal. Customer declined checking for leaks or air bubbles; declined to check for insulin issues and settings. Insulin pump failed first high pressure test and passed the second high pressure test. Customer was advised to change infusion set, reservoir and insulin and to treat high blood glucose per healthcare professional's recommendation.